Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. No units of measure were provided. The sample was initially tested twice on the e 801 analyzer, resulting in troponin t values of 43.6 and 152. The sample was then repeated four times on a second analyzer, resulting in values of 40.1, 39.9, 45, and 43.9. The troponin t reagent lot number and expiration date were requested, but not provided.